Event description:
The customer contacted physio-control to report that their device displayed a white screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
The device was further evaluated at the product analysis center (pac) and the cause of the reported issue was determined to be due to the mechanically cracked and shorted capacitor designator c181, on the user interface pcba assembly.

Manufacturer narrative:
A physio-control representative performed initial evaluation of the customer's device and verified the reported issue. The device will be sent to failure analyses center for further evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a white screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.